Manufacturer narrative:
(B)(4). The device was requested, but was not available. A follow-up MDR will be submitted if any additional information is becomes available.

Manufacturer narrative:
(B)(4). The complaint for a system error 2240 (air in line) was not confirmed. The root cause was determined to the supply bag disconnecting. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted (B)(4) regarding a system error 2240 (air in line) alarm that appeared on the home choice (hc) during dwell. (B)(4) assisted the care giver (cg) to clear the alarm by cycling power on the hc. The cg stated one of the supply bags became disconnected. (B)(4) reviewed proper procedures and advised the cg to start over with new supplies. Product surveillance (ps) spoke with the cg who said the home patient (hp) noticed when he twisted the supplies together it seems like maybe the threads were stripped. The cg said the hp did not think anything of it until after that bag disconnected. The cg said they discussed the incident with the nurse. The cg said they started over with new supplies and continued therapy without complications. The patient was involved, but there was no serious injury or medical intervention reported.